Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and undefined high impedance was noted on the right atrial (ra) lead. Possible fracture was noted. The lead was reprogrammed and then explanted and replaced. No patient complications have been reported as a result of this event.